Event description:
Information received from the field does not address the patient's clinical status but notes that a magnet response could not be obtained and the device interrogated in back-up mode. A download restored normal function but the device reverted to back-up mode.